Event description:
Patient implantable cardioverter-defibrillator lead is a medtronic sprint fidelis that is on the voluntary recall list. Patient and her family desire replacement due to patient's history of an arrest.